Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: patient consequence yes. Hospital informed the (B)(4) accordingly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the bowel preparation was complicated the day before surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? When was the red safety disengaged prior to firing? Were there any staples seen anywhere in the surgical field or on the back table? Were the donuts inspected? If so, were they complete? Was a complete washer transection confirmed? Can you please describe how the leak test was performed in the initial procedure? Can a copy of the CT scan be provided? What prompted the CT scan? What symptoms did the patient present? What was done during the reoperation? What is the current status of the patient?

Event description:
It was reported that a procedure to restore colon after former hartman procedure was performed without any problem. Leak test was performed and ok. Re-operation next day showed completely loose prox and distal colon parts without any trace of staples, also no staples shown on CT scan; CT scan prior to re-operation. Relevant history/pre-existing medical conditions: bowel preparation was complicated day before surgery. Patient was stable immediately after the event.